Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 syringe 10ml saline fill experienced stopper separation from the plunger which was noted prior to use. The following information was provided by the initial reporter: when preparing to flush he tube, the plunger rod and stopper were separated during the opening of bd flash packaging, which happened many times.

Manufacturer narrative:
H.6. Investigation summary. One sample was received. The syringe has no packaging flow wrap, no tip cap. It has 2ml of solution. The stopper is at the top of the barrel where the retainer ring is. The plunger is dissembled from the syringe. The photo shows the plunger rod out of the syringe. The syringe is designed to flush the IV lines by pushing down the plunger rod-rubber stopper. It shouldn¿t be pulled up; it shouldn¿t be forced out passing the retainer ring. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that 5 syringe 10ml saline fill experienced stopper separation from the plunger which was noted prior to use. The following information was provided by the initial reporter: when preparing to flush he tube, the plunger rod and stopper were separated during the opening of bd flash packaging, which happened many times.